Event description:
It was reported that during central sterile processing check, it was observed that the small battery drive device was "not working¿ and the bottom trigger was "sticking." The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device did not run when power was applied. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.